Event description:
It was reported that the device was explanted after an implant duration of approximately 17 months, due to regurgitation and dehiscence, which may have been caused by a sizing issue. Information learned from implant patient registry, through follow-up with the health-care provider, and the operative report. The device history record review is currently in process.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned of through the implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.